Event description:
It was reported that the user experienced high blood glucose after a meal despite entering a meal announcement on the ilet while using a dexcom g7 sensor inserted several days prior, and a confirmatory fingerstick measured 369 mg/dl with subsequent decline to 269 mg/dl. Customer care provided support that included troubleshooting and education on use of the system. Investigation of this case revealed no device malfunction confirmed and an unclear cause of the hyperglycemia. No symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and resolution trend with monitoring. It was concluded that the event was user-reported hyperglycemia with cause unclear and no adverse clinical outcome. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.